Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during testing, all of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was found under all key contacts. The up key button was found to have an inverted contact. Investigation further found the battery compartment was cracked from the top above the grip pad to the cover part. The display was found to be dim with a pink hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed all of the keypad buttons were intermittently unresponsive. There was contamination under all of the button contacts. The up button contact was found to be inverted. Investigation also revealed the battery compartment was cracked and the display was dim with pink hue. This report is made based on results of investigation completed on 18-oct-2018.